Manufacturer narrative:
No conclusions can be made. As reported the patient has undergone multiple abdominal surgeries and has been implanted with multiple mesh devices, including non bard/davol devices. Based on the information provided we are unable to determine to what extent, if any, the ventrio st mesh device may have caused or contributed to the events as alleged. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note the date of implant is estimated as an exact date was not provided. Should additional information be obtained, a supplemental emdr will be submitted. Note: remains implanted.

Event description:
It was reported that in 2014 the patient underwent the repair of a ventral hernia and was implanted with a bard/davol ventrio st mesh. At this time, the patient was also implanted with two additional non bard/davol mesh. One was reported to have been placed in the same area as the ventrio st mesh and the other was placed in the groin. As reported the patient had a diastasis of the muscles prior to this procedure. Following implant the patient reported a lump and pain on the right side of her abdomen and underwent an MRI, which showed no findings. As alleged the patient has gained 40 lbs in the abdomen since the implant of the mesh devices. The weight gain has prevented her from wearing jeans and she had to leave her job working with heavy machinery as she cannot perform the required duties due to her abdominal pain. The patient was diagnosed by her md with kidney stones; however, this is on the left side and her pain is on the right side. It is also alleged that the patient is growing lesions on her liver and believes this is due to the surgery. As reported the patient does not know why she is having pain but feels it is related to the mesh implant.